Event description:
It was reported that during a visceral procedure, there was a staple line leakage. The stapling was correct on the proximal side, but incorrect on the distal side, which led to a leakage of the staple line. An over sewing and a temporary ileostomy were performed. There were no other patient consequence reported. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have two staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.